Event description:
A patient's meter would not turn on. They had symptoms of blurry vision and thirst. They were initially getting an error message on the meter (unknown what the error message was). They then changed the battery on the meter and then the meter would not turn on. This issue was not resolved with troubleshooting. They were unable to test on the meter. There was no medical intervention or treatment given. No further information has been reported.